Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The patient's blood glucose of the time was 500 mg/dl. The customer was advised to check reservoir window screen to verify reservoir volume. The customer stated that the reservoir is not empty. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the insulin did exit. The customer is currently traveling.